Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to unlocked j2 connector at lcd board. The pump had cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was unknown. The customer stated that they tried to reset the pump and used new batteries but it still did not work. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.